Event description:
It was reported that during evaluation of the device by a philips fse for an unrelated issue, it was noted that the battery was not charging properly. There was no patient involvement.